Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed. The device was found to have a damaged component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported that zoom was difficult to engage/disengage. No patient was involved.